Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, the customer initially stated that they received a questionable result for one patient sample tested for total prostate-specific antigen (tpsa). The customer later provided data for an additional patient sample that had an erroneous tpsa result that was reported outside of the laboratory on (B)(6) 2016. This sample was run in an edta tube that had been centrifuged for 3 minutes and tested without separating plasma from the cells. This sample initially resulted as 5.17 ng/ml and this value was verbally provided to the medical staff. The customer told the medical staff that she was repeating the sample since the patient previously had a tpsa result of 0.669 ng/ml in (B)(6) 2016. The sample was repeated, resulting as 0.327 ng/ml. The sample was repeated a second time, resulting as 0.328 ng/ml. The repeat result was believed to be correct. The patient was not adversely affected. The customer stated that they performed a study where tpsa, free prostate-specific antigen (fpsa), and testosterone results from edta tubes spun for 3 minutes were compared to results from pst and serum samples that were spun for 10 minutes. The customer mentioned that they did see a few questionable results with the edta samples. The customer provided data for multiple patient samples that were studied and there was one sample that had a questionable fpsa result. The customer was advised to separate the plasma from cells prior to testing and to centrifuge for a longer time. The tpsa reagent lot number was 13598601, with an expiration date of 05/31/2017. The customer declined a service visit. A specific root cause could not be determined based on the provided information. The most likely root cause is related to the fact that the customer used a very short centrifugation time. A general reagent issue can most likely be excluded.